Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The nurse was placing a PICC [peripherally inserted central catheter] line in patient as ordered. The patient was prepped and a 3 french 5cm introducer/dilator was inserted without issue. A 2.6 french double lumen PICC was then opened and advanced through the introducer without resistance. While flushing the PICC to check for patency, the red lumen was noted to be leaking at the insertion site. The white lumen remained intact. A defect of the PICC line was identified and the line was removed and replaced with another 2.6 french double lumen PICC of the same lot number. No leaking was noted in either lumen of the second PICC line placed.